Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event. The fse replaced the wash heater and checked the temps. All results and controls came into range. The fse ran about 20 patients with all good results and no io errors. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the intermittent io flags was a failure of the wash heater.

Event description:
On (B)(6) 2017, the customer reported intermittent io flags with their aia-600ii analyzer. The customer rebooted the analyzer and attempted another run. The customer checked the external temperature but there were no changes. The customer repeated the samples on the 600ii and ran the first two with no io flags but the last 5 had io flags. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c diabetes assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.